Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2012-02930. It was reported that during a stenting treatment procedure, a positioning issue occurred and the patient expired. The patient presented with an acute myocardial infarction (mi). The complete total occlusion lesion being treated was located in the mid left anterior descending artery (lad), which had no flow. The physician advanced a non-bsc guide wire to the target lesion. The target lesion was predilated with an unspecified balloon catheter before advancing a non-bsc stent delivery system (sds). The sds was unable to cross the lesion and was successfully removed. Using a non-bsc balloon catheter the physician predilated that target lesion. The entire time they were predilating it looked like they were in a "false lesion"as they could see a dissection along side where they were ballooning. The physician then advanced a 2.75x12mm promus element plus sds and implanted the stent in the false lesion, however the stent did not appear to be well expanded. The physician attempted to advance additional balloon catheters and sds, but was unable to get anything else to cross the lesion. The procedure was completed by implanting a 2.75x16mm promus element plus stent 10mm proximal to the 2.75x12mm promus element plus stent. The patient experienced another mi, coded and expired a few hours later.